Event description:
A caller reported experiencing an occlusion alarm with their device. There was no adverse impact to the customer's blood glucose level. The caller decided against further troubleshooting due to time constraints, and no additional actions were taken during the call.